Manufacturer narrative:
Complaint conclusion: as reported, while attempting to cross a chronic totally occluded (cto) lesion with a 6.0mm x 18mm 142cm palmaz genesis on amiia stent delivery system (sds), the device was stuck on the entrance of the lesion. The sds was removed, and the lesion was inflated with a 5mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. This was followed by a second attempt to deliver the 6.0mm x 18mm palmaz genesis sds to the lesion; however, the stent was turned up while attempting to cross the lesion. As a result, a new palmaz genesis sds of an unknown size was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during an interventional procedure to treat bilateral lesions, one of which was a cto. A palmaz genesis of an unknown size was successfully delivered to the non-cto lesion. An unknown guidewire was used during this procedure and was able to cross the cto target lesion which was followed by pre-dilation of the cto lesion with a 3mm saberx pta balloon catheter. Additional information was requested but was not provided. The device was discarded and thus not available for analysis. A product history record (phr) review of lot 82221949 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to cross¿ and ¿strut-uplift¿ could not be confirmed without the return of the device. Based on the information available for review, vessel characteristics, a chronic total occlusion may have contributed to the event. The lesion location was not provided. Procedural factors and the handling process may have contributed to the event as reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to cross a chronic totally occluded (cto) lesion with a 6.0mm x 18mm 142cm palmaz genesis on amiia stent delivery system (sds), the device was stuck on the entrance of the lesion. The sds was removed, and the lesion was inflated with a 5mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter. This was followed by a second attempt to deliver the 6.0mm x 18mm palmaz genesis sds to the lesion; however, the stent was turned up while attempting to cross the lesion. As a result, a new palmaz genesis sds of an unknown size was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during an interventional procedure to treat bilateral lesions, one of which was a cto. A palmaz genesis of an unknown size was successfully delivered to the non-cto lesion. An unknown guidewire was used during this procedure and was able to cross the cto target lesion which was followed by pre-dilation of the cto lesion with a 3mm saberx pta balloon catheter. Additional information was requested but was not provided. The device was discarded and will not be returned.